Event description:
The customer reported that her insulin pump was stuck in the prime/rewind loop, and insulin was squirting out. Troubleshooting was performed. The customer stated that when she holds down the activate button she does not receive beeps or numbers. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. The device had missing end cap sticker.